Event description:
Dr completed procedure and placed light cord on pt drape. Light turned off by nurse. On removal of drape a 1 1/2 cm (dime size) blister was noted. There was a burn noted in drape at this time.